Event description:
It was reported that a volume discrepancy occurred at refill on (B)(6) 2012. The actual residual volume (arv) 18ml was greater than the expected residual volume (erv) 1.4ml. The pump alarmed and telemetry showed that 1.4ml was remaining and the physician removed 18ml. It was indicated that no medication was dispensed since implant. It was stated that the patient was doing well the first month following implant, but over the past few months despite dosage increase he did not show major improvements in his tone. It was indicated that the patient had not experienced withdrawal; however, he was not getting therapeutic benefit. It was suspected that there was a catheter kink; however when the patient was sent for x-ray, there were no kinks or disconnections noted. The outcome of the patient was not provided. It was planned that the patient would have a revision. The drug delivered via pump was lioresal.

Event description:
Additional information indicated that, post catheter replacement, the patient received an increase in dose and was reported to be doing well. No additional information was available at the time of this submission. A follow-up report will be submitted if further information is received.

Manufacturer narrative:
Product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type catheter. (B)(4).

Event description:
Additional information received reported the patient had large volume discrepancies during refills and had less than 50% therapeutic relief. An x-ray revealed slight downward migration of the catheter, but it had not dislodged. The anchor was exposed at the spinal incision and no visible kinds were observed. The pump was exposed and removed. The catheter was disconnected at the pump connection and cerebrospinal fluid (csf) was observed to be flowing freely. It was suspected that the catheter had been kinked at the pump site. The reservoir was aspirated and 16 ml were removed; however, the expected residual volume had been 2.2 ml. The pump was refilled with 20 ml of gablofen and a back table test bolus was performed to confirm pump tube patency and pump function. A new catheter was implanted and csf flow was confirmed several times, including once the pump was placed back in the pocket, aspirating 1 ml o f csf via the catheter access port. Additional information has been requested, but was not available as of the date of this report.

Event description:
It was reported that an x-ray was done in mid-october. It was believed there was a kink in the catheter behind the pump. They planned to do a dye study and fix the catheter.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Analysis of the catheter revealed an indent in the seal of the sc connector. Under microscope inspection, a circular indent and slight tear were seen in the bottom of the cup of the sc connector. This was consistent with the inner diameter of the tip of the outlet port of the pump. A significant majority of the indent was located in the silicone material of the cup of the sc connector. This indicated the connection between the sc connector and the pump's outlet port may have been occluded.

Manufacturer narrative:
Product ID, 8731sc lot# serial# (B)(4), implanted: 2012 (B)(6), product type catheter. (B)(4).